Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of index surgical procedure the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? What were current symptoms following the index surgical procedure? Onset date? Describe medical/surgical intervention including dates please provide dates of reoperation what were the findings on reoperation? Are there any pictures available for evaluation? Other relevant patient history/concomitant medications. Product code and lot #. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2010 and mesh was implanted. Following the procedure, the patient experienced erosion, infection of mesh with erosion into bowel. The patient underwent several operations to remove the mesh in stages. It was reported that this has now been achieved and no residual mesh remains. The patient has not required bowel resection or a stoma. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Additional information was requested, and the following was obtained: laparoscopic rectopexy on (B)(4) 2010 (B)(4). Prolene mesh no intra-operative issues re-operation for erosion for prolene mesh protruding into the rectal lumen on (B)(4) 2018 with all remaining mesh removed. The patient demographic info: age, weight, bmi at the time of index procedure date and name of index surgical procedure the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? What were current symptoms following the index surgical procedure? Onset date? Describe medical/surgical intervention including dates -please provide dates of reoperation -what were the findings on reoperation? -are there any pictures available for evaluation? Other relevant patient history/ concomitant medications product code and lot # what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Manufacturer narrative:
Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What was the indication for the implantation of prolene mesh on (B)(4) 2010?